Manufacturer narrative:
The analyzer's serial number is (B)(6). The surface of the instrument, wash stations, probes, sippers, and the mixer were cleaned. Checks were performed and bubbles were observed during mixing. Tests, calibration, and qc were performed with acceptable results. Foam was observed on the reagent. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys total psa results for 1 patient sample on a cobas e 411 analyzer (disk system). The initial result was 0.019 ng/ml. The repeated result was 0.021 ng/ml. On (B)(6) 2024 the result on another module was 4.670 ng/ml. This result was believed to be correct.

Manufacturer narrative:
Sections d1-d4, g1, and g4 were updated. The bead mixer paddle was bent, which appeared to cause the issue. The customer has not yet agreed to have the paddle repaired. The investigation determined the issue was caused by the bent bead mixer paddle.